Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 at 12am. The blood glucose results the patient obtained with the subject meter and the other device are unknown; however, the patient stated the tests were performed within 30 minutes of each other. The patient's testing frequency is also not known and it is not specified if the patient generally tests her blood glucose at midnight. The patient stated she does not manage her diabetes with oral medication or insulin. In response to the alleged issue the patient claimed she continued with her usual diabetes management routine; however, the patient's routine is not specified and it is unclear if the patient went to sleep or if she made any adjustments to her activity level in response to the alleged issue. Two hours after the reported meter issue occurred the patient claimed she developed symptoms of sweating, dizziness, and nausea. At an unknown time later, the patient administered self-treatment by consuming food and/or drink. It is not specified how the patient felt after treatment and it is not known if the patient retested with the subject meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique, she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.